Event description:
It was reported that during an unk procedure, the clip appears to be open, not formed correctly. There was no consequence to the patient.

Manufacturer narrative:
Information not provided during initial contact.